Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted.

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection. The physician¿s assessment identified an infection in blood and spine. The patient underwent a neurosurgical procedure and the evoke scs system was explanted. The evoke scs system was confirmed to be functioning as intended prior to the explant. The explant procedure was performed by a different physician, at a different facility than those involved in the original implantation.

Manufacturer narrative:
Additional information and corrections: section b - date of event, section d - explantation date, section g - date received by manufacturer; type or report, section h - device manufacture date; evaluation codes. The cls was discarded. The root cause of the infection cannot be definitively determined. The evoke scs system surgical guide states, ¿the risks associated with the implantation and use of a spinal cord stimulation system include infection that may require hospitalization with intravenous antibiotic therapy and the patient may require surgery (including revision, explant, and replacement) as a result.¿ the manufacturing records were reviewed and the products met all the requirements for release.